Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion did not pass successfully. Was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem" was triggered multiple times in the ivenix lvp display. Liquid was dripping from the bottom side of the cassette during primary bolus prime. Microscopic examination revealed that the edge of the diaphragm was slightly displaced. An underwater leak test was performed to verify the liquid and air side areas of cassette, and no bubbles were observed coming from unit. The customer complaint is confirmed. The present event is considered an isolated case. Although the evaluation identified that the diaphragm was slightly displaced, the reported leak could not be confirmed through underwater testing. Consequently, the root cause of the event could not be determined. This case is covered under an internal investigation and will remain under continuous trend monitoring to identify any potential recurrence of similar events. The current process controls detection include 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) primary lube machine detects the correct position of the seal at the knob. The batch record fa25e29017 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "upon priming tubing for infusion, medication began leaking from the cartridge outside of the pump. No difficulty priming this was once the tubing was in the pump and started and leaking occurred from the cartridge. Patient harm: no. Infusion stoppage: no". A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.